Manufacturer narrative:
The reported complaint of "the lifeband (lot # unknown) could not be retracted, and the autopulse platform (sn: (B)(4) ) displayed a user advisory (ua)18 (max take-up revolution exceeded) error message" was confirmed based on the archive data review but was not confirmed during functional testing. No device malfunction was observed that could have caused or contributed to the reported ua18 error message, and the lifeband was not returned to zoll for evaluation. The probable root cause of the ua18 error was either the autopulse platform detected that the patient's chest was too small while sizing the patient (take-up), or the autopulse platform detected no weight present on the platform. Visual inspection of the returned platform revealed a cracked front enclosure at the front-end area, and the top cover was observed to be cracked at the lower corner on the patient's right-hand side. In addition, multiple cracks were observed at the screw well area of the bottom enclosure. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The damaged covers were replaced to address the observed issues. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient during take-up. As take-up is performed (when the user pressed the start button), the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting a patient, which would result in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The ua18 is also observed when the autopulse platform detects that the patient's chest is too small while sizing the patient (take-up), or when the autopulse platform detects no weight present on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. During functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The probable root cause for this issue is most likely due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to using of the device and/or normal wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. During further functional testing, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Also, the platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 250 lbs. With good known test batteries until discharged without any fault or error, and the reported complaint could not be replicated. Following service, the autopulse platform passed all testing criteria.

Event description:
During patient use, the autopulse lifeband (lot # unknown) could not be retracted, and the autopulse platform (sn: (B)(4) ) displayed a user advisory (ua)18 (max take-up revolution exceeded) error message. To troubleshoot the issue, the user re-adjusted the lifeband, removed the battery, and re-inserted the battery into the platform. However, the ua18 error message persisted. Following this, the ems crew switched to manual CPR to finish the call. No adverse event was noted at the time of the call. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00009 for the lifeband (lot # unknown).